Event description:
It was reported that the user experienced hyperglycemia after a meal and a sensor change while using ilet with a paired fsl3+ sensor, noting a highest glucose of 319 mg/dl and acknowledging the meal was not announced; the sensor pairing initially failed and required re-pairing before operation. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included no need for assistance, no hospitalization, no medical intervention, no ketone testing, and no use of backup therapy; glucose returned to range later the same day. Investigation included review of user reports and trends and provision of troubleshooting and education. Investigation of this case revealed no device malfunction or component failure and suggested hyperglycemia related to meal intake without announcement, with sensor pairing delay not causing ongoing dysfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with user therapy conditions rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.